Event description:
Hold for cr 10/18/23 health professional reported giving a patient ¿vascular occlusion whilst performing a liquid rhinoplasty" with an unspecified juvéderm®. The injector noted a ¿very slight blanching¿ and immediately flooded the area with hyaluronidase. The event resolved at that moment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported giving a patient ¿vascular occlusion whilst performing a liquid rhinoplasty" with an unspecified juvéderm®. The injector noted a ¿very slight blanching¿ and immediately flooded the area with hyaluronidase. The event resolved at that moment.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the health professional reported injecting the patient in the nose midline/dorsum with juvéderm® volift¿ with lidocaine. The patient was pre-treated with chlorhexidine.